Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2009 (pt weight is unk). According to the complainant, the pt had a large polyp removed; the polypectomy site was large and prone to bleeding. The physician instructed the tech to deploy the clip, but the clip would not completely release after deployment. The clip not completely releasing from the catheter did not cause any additional damage to the pt. The procedure was completed with another clip. No pt complications were reported as a result of this event.

Manufacturer narrative:
Pt and device codes were selected by the MFR based on information obtained from the user facility. According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.